Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad reportedly has to be pressed several times for a response. The pt claimed that the button clicks and springs back and reported that all the other keypad buttons were working as usual. There was no adverse event associated with this complaint.